Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated, the complaint is confirmed. The root cause was a cracked water tank cover. No action taken due to the condition of the device; it will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the clear plastic cover is leaking. There was no patient involvement and no patient harm/adverse event reported.